Event description:
Same case as MDR ID: 2134265-2014-06546. It was reported that a burr was rotating at an unstable speed. The facility started using compressed air from a wall supply instead of a stand alone cylinder for the rotablator rotational atherectomy system. They were priming the burr speed and it reached 300,000 rpm when the rotawire broke. They completed the procedure with a different device. There were no patient complications as the wire was outside the body, and the patient's condition is stable.

Event description:
Same case as MDR ID: 2134265-2014-06546. It was reported that a burr was rotating at an unstable speed. The facility started using compressed air from a wall supply instead of a stand alone cylinder for the rotablator rotational atherectomy system. They were priming the burr speed and it reached 300,000 rpm when the rotawire broke. They completed the procedure with a different device. There were no patient complications as the wire was outside the body, and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device lot number, device expiration date and device manufactured date updated (B)(4).